Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device. The customer's report was attributed to a depleted battery. Log review showed event on 11/4/25 with payload 8 (low-voltage). Zoll recommends a spare battery be available during clinical use. The device passed tetsing successfully, was recertified and returned to the customer. Analysis of the reports of this type has not identified an increase in trend.